Manufacturer narrative:
Final device determined a reliability non-conformance. The device was returned with the capsule unattached to the delivery system. The plunger was depressed and the capsule trocar needle was fully advanced. The handle was taken apart and the pull wire was bent and kinked.

Event description:
The hcp reported that while placing a bravo ph monitor, the capsule would not attach to the pt's esophagus. No serious injury to the pt was reported.